Event description:
It was reported customer just had the insulin pump installed last monday and has been having problems. Customer's spouse stated the reservoir was going low and blood glucose was going higher 380 mg/dl treated with humalog brought it down a bit. Before breakfast it was 327 mg/dl. Customer did a complete set change after low reservoir alert. Customers' blood glucose was 400 mg/dl. No symptoms were noted. Current blood glucose was 412 mg/dl. The drive support cap appears to be normal. Manual prime was performed and insulin did exit. No leaks or air bubbles were noted. Settings on the device were correct. High pressure test was performed and device passed. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.